Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited no image and an e217 output error code was displayed. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the information provided from the investigation, the reportable malfunction of error message e217 was confirmed. The most likely cause can be attributed to moisture or water invaded the scope and damaged the internal connector board. However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.